Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa determined that the primary finding of a loose grip cable to be related to the customer reported issue. The medium-large clip applier instrument was found to have a loose grip cable at the distal end. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming rerailed or loose at the distal end, which may lead to non-intuitive motion. The complaint regarding ¿the instrument did not clip¿ was confirmed by failure analysis. An additional observation noted by fa was that the medium-large clip applier instrument was found to have a cracked clamping pulleys inside the housing resulting in the grip cables becoming loose. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to is internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft cab be caused by improper cleaning or sterilization techniques used during reprocessing. This failure is typically attributed to mishandling/misuse.

Manufacturer narrative:
Based on the claim against the product by the customer noting, a clip application failure. An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction, due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported,that during a da vinci-assisted low anterior resection surgical procedure. The medium-large clip applier instrument was unable to apply the clip during clip application. The instrument was removed, and a loose cable was identified. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the isi clinical sales representative (csr), the reported incident occurred when the surgeon attempted to clamp onto a vessel or tissue bundle.